Event description:
Information was received from a healthcare provider regarding a patient who was receiving baclofen via an implantable pump for unknown intractable spasticity. It was reported that they were interrogating the patient's pump and got an alert that the pump motor stalled. The caller said that they checked the logs, and it looked like the pump had stalled several times, about 4 times in the last 3 months, which was a new problem for the patient. The first stall was in march, then 2 stalls in april, the (B)(6), and another stall in (B)(6). The caller did not have the logs right in front of them at the time of the call, but they stated that the patient was currently getting the pump refilled. The shortest stall was 8 minutes and the longest stall was an hour and a half. The patient knew where they were when the stalls occurred, and they were in their bed at home. The caller stated that there was no new issue with the bed or magnetic mattress. The only small thing that had been different was that the patient's brother moved in, and the patient described that they had a dexcom glucose monitoring device, but the caller did not think that would be an issue. The agent reviewed considerations around magnets causing pump stalls. The issue was not resolved through troubleshooting.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.